Event description:
As reported by the user facility it appears to be an out of box failure. The monitor was in use with a patient for much of a day. The monitor then shut down while connected to the patient. The power sources were checked, and the machine was turned back on. The screen froze on the welcome page with a message similar to setting restored. A continuous alarm also sounded and could not be turned off until the monitor was powered down. The unit was switched with another device. The patient's condition was not impacted by this incident.

Manufacturer narrative:
The device involved in this reported incident was never returned for evaluation. Based on the reported information, and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.